Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery during normal insulin pump usage and realized there was a big air bubble in the reservoir. They changed out everything. The customer¿s blood glucose level was 414 mg/dl which they treated with the insulin pump. There was patch of blood on the site. They inserted a new reservoir but insulin squirted out. They had forgotten to rewind the insulin pump. The customer declined troubleshooting. The device will not be returned for analysis.